Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported that his adc blood glucose meter shuts off after a sample is applied. As a result of this issue, the customer was unable to test and reported that on (B)(6) 2017 at 8:00 pm he experienced symptoms of weakness, sweating, and blurry vision. In response to the symptoms, the customer asked his girlfriend to get him a glass of orange juice. The customer was given 2 glasses of orange juice by his girlfriend. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. It should be noted that the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that his adc blood glucose meter shuts off after a sample is applied. As a result of this issue, the customer was unable to test and reported that on (B)(6) 2017 at 8:00 pm he experienced symptoms of weakness, sweating, and blurry vision. In response to the symptoms, the customer asked his girlfriend to get him a glass of orange juice. The customer was given 2 glasses of orange juice by his girlfriend. No further treatment was reported. There was no report of death or permanent injury associated with this event.